Manufacturer narrative:
The reported failure of the electronically erasable programable read-only memory (eeprom) causing a ventilator inoperative condition is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that the trilogy evo ventilator had a ventilator inoperative alarm occur. There was no patient involvement, and no harm or injury reported. On device evaluation, the ventilator inoperative alarm was reproduced during operational testing of the device. The alarm was identified as error code e-262 indicating the data in the electronically erasable programable read-only memory (eeprom) was corrupt on the system/central processing unit (cpu). The system printed circuit board assembly which houses the eeprom was replaced to address the issue. Periodic maintenance was completed on the device. The device passed final testing and was confirmed to operate properly.